Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had an image blackout. The reported issue occurred during set up and there were no reported of patient harm.

Manufacturer narrative:
Updated fields- d8, h2, h3, h6, h11. Corrected fields- d4 - expiration date(removed), d4 - expiration date null, e3 - occupation. This supplemental report is being submitted to provide the correction and results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed due to a u plug unit. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (b30). The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.